Event description:
In a journal article, a surgeon reported that following bilateral intraocular lens (iol) implant surgeries, a pt experienced negative dysphotopsia in both eyes. The pt also felt her peripheral vision was constricted by bilateral dark temporal crescents. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be viewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be determined, not enough information was provided from the account to properly complete an investigation. Additional information has been requested. Zeldovich, a. Treatment of negative dysphotopsia with unique sulcus lens, clinical & experimental ophthalmology, 2012; 40: 829-830. (B)(4).